Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp)(importer) registration no. 2243441 is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer) registration no. 3009500972.

Event description:
The user facility reported that the involved catheter was stuck with a narrowed blood vessel. When the catheter was removed, resistance was encountered and stretched. There was resistance, but it was removed.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Visual inspection upon return, the zizai device (hereafter referred to as the "involved device") was found with a cut guidewire inserted into its distal part. When observing the appearance of the involved device, it was found that the catheter stretched from 4.0 cm to 31.6 cm from the distal tip. In addition, deformations such as catheter kinks and crushes were observed in multiple places. It was found that the catheter stretched from 4.0 cm to 31.6 cm from the distal tip. Deformations such as catheter kinks and crushes were observed in multiple places. No abnormality was observed at the distal part of the involved device. Dimension measurement was conducted. The inner and outer dimensions of the device involved were measured to inspect for various possibilities. The total length was measured to check for any elongation that may have occurred in the device. Additionally, the inner and outer diameters were measured to identify any abnormalities that could cause passage resistance, such as irregularities in the outer diameter, and to detect any deformations in the catheter tube. As a result, the total length of the device involved was extended outside our standard value. The distal part, inner and outer diameters of the proximal part of the involved device were within our standard values, and no abnormalities were observed. In addition, the outer diameters of the kinked and crushed parts were outside our standard value. Inspection of manufacturing records were conducted. In our company, we perform visual inspections, dimension measurements, etc. By sampling each production lot. In addition, we perform visual inspections toward all zizai before the holder assembly in the manufacturing process. As a result of reviewing device history records of the lot 231004190, there were no abnormalities in the results of each inspection. There were no abnormalities that could cause the elongation, kink, or crushing in the catheter. The presumed cause when observing the appearance of the involved device, it was found that the catheter stretched from 4.0 cm to 31.6 cm from the distal tip. In addition, deformations such as catheter kinks and crushes were observed in multiple places. As a result of the dimension measurement, the total length of the involved device was stretched outside our standard value. The distal part, inner and outer diameters of the proximal part of the involved device were within our standard values, and no abnormalities were observed. In addition, the outer diameters of the kinked and crushed parts were outside our standard value. In our company, we perform visual inspections, dimension measurements, etc. By sampling each production lot. In addition, we perform visual inspections toward all zizai before the holder assembly in the manufacturing process. As a result of reviewing device history records, there were no abnormalities that could cause the elongation, kink, or crushing in the catheter. From the above results, it was presumed that the deformation of the catheter that occurred in the involved device may have been caused by the catheter operation in a stuck condition. Based on experience, the catheter operation in a stuck condition may cause the catheter rupture or separation of the marker, which may result in the product part remaining in the body.